Event description:
During a booked revision, no implant stickers were available or could be located. A change of femoral head on a stem was undertaken. The head removed during the revision was noted to be v40, implanted 1999 or 2000 during a previous acetabular revision. Stem implanted either at same time or in primary surgery around 1993 approximately. Exact implant history is un clear as patient's notes and hospital records are no longer available. During this current revision the femoral head was exchanged and an acetabular revision was undertaken. A custom acetabular cage was inserted, with our cemented constrained liner. And a new v40 head was implanted on to the stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
(B)(6). Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During a booked revision, where no implant stickers were available or could be located. A change of femoral head on a stem was undertaken. The head removed during the revision was noted to be v40, implanted 1999 or 2000 during a previous acetabular revision. Stem implanted either at same time or in primary surgery around 1993 approximately. Exact implant history is un clear as patients notes and hospital records are no longer available. During this current revision the femoral head was exchanged and an acetabular revision was undertaken. A custom acetabular cage was inserted, with our cemented constrained liner. And a new v40 head was implanted on to the stem.